Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of discrepant results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The initial hcg + b result was 10,000 miu/ml with a data flag. The repeat result from an automatic dilution of 1:100 was 361.9 miu/ml with a data flag. The result of 361.9 miu/ml was not reported outside of the laboratory. The sample was repeated using an automatic dilution of 1:100 on a different e411 analyzer and the result was 14,933 miu/ml with a data flag. This result was believed to be correct and was reported outside of the laboratory. The customer repeated the sample on the different e411 analyzer by automatic dilution with a result of 15,271 miu/ml. The customer repeated the sample using an automatic dilution of 1:100 on the e411 analyzer in question and got a result of 12,183 miu/ml. No adverse event occurred. The hcg + b reagent lot number was 28429203. The expiration date was not provided. The field service engineer (fse) visited the customer site and did not identify any issues while checking multiple parts of the instrument. As a preventive measure, the fse replaced sipper tubing, sipper probe seals, the bead mixer belt and syringe seals. A sipper volume check was completed along with an artificial media check. No further questionable hcg + b results have been observed. The customer ran qc and calibration with results recovering within their guidelines. Reagent issues can be excluded due to calibration, qc, and repeat result data. The customer has not complained of any further issues since the service visit. The investigation was unable to find a definitive root cause.